Manufacturer narrative:
Investigation summary: the incident unit was returned for evaluation. Upon inspection, engineering noted no damage to the probe or sheath. Arcing was able to be replicated when covering the tip with the sheath and activating the device while the tip was in contact with fluid. The applied medical instructions for use (IFU) for the epix electrosurgical probes state, "fully retract the probe tip before activating electrosurgery." Additionally, the ifus states, "prior to activating electrosurgery, remove any conductive fluid that is in contact with or in close proximity to the probe tip. Conductive fluids (e.g. Blood, saline, water, etc.) Can transfer current and/or heat and cause potentially unintended tissue effects." This document represents our final report.

Event description:
Lap chole- "arc sparks were shooting out from under and through the hole in side of the sheath ((B)(4)). They were not at the metal l tip. This l-hook was brand new and the first time it was being used."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.